Manufacturer narrative:
On october 13, 2020, the day after the request for service to the user facility was received, a medivators fse assessed the unit, replaced the fuse for the compressor and tested the unit, and confirmed it to be operating to specification. Additionally, following receipt of the medwatch report, medivators fse contacted the customer via phone call to inquire on the status of the unit and confirmed the unit to be operating according to specification. From the medivators dsd edge service manual (50097-027, rev e), the reported "no air flow" error will display when a loss of air flow to the unit is detected. This will result in a system interruption until air flow is restored. The reported unit was manufactured on june 24, 2015 and installed in july 2015. It is not under medivators service agreement; the facility is responsible for performing all maintenance of the unit.

Event description:
The user facility contacted medivators technical service (tsr) and reported a "no air flow" error message and non-operational compressor in station b of their medivators dsd edge unit. A medivators field service engineer was requested to be dispatched to the facility to investigate the reported event. No patient involvement was reported. The reported dsd edge unit was not used for endoscope reprocessing during the reported event. The user facility additionally submitted user facility medwatch report (B)(4) on november 16, 2021, following the reported event.

Event description:
The user facility contacted medivators technical service (tsr) and reported a "no air flow" error message and non-operational compressor in station b of their medivators dsd edge unit. A medivators field service engineer was requested to be dispatched to the facility to investigate the reported event. No patient involvement was reported. The reported dsd edge unit was not used for endoscope reprocessing during the reported event. The user facility additionally submitted user facility medwatch report (B)(4) on november 16, 2021, following the reported event.

Manufacturer narrative:
On october 13, 2020, the day after the request for service to the user facility was received, a medivators fse assessed the unit, replaced the fuse for the compressor and tested the unit, and confirmed it to be operating to specification. Additionally, following receipt of the medwatch report, medivators fse contacted the customer via phone call to inquire on the status of the unit and confirmed the unit to be operating according to specification. From the medivators dsd edge service manual (50097-027, rev e), the reported "no air flow" error will display when a loss of air flow to the unit is detected. This will result in a system interruption until air flow is restored. The reported unit was manufactured on june 24, 2015 and installed in july 2015. It is not under medivators service agreement; the facility is responsible for performing all maintenance of the unit.